Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a shutter error message was displayed after 18% treatment progress. The treatment then couldn't be continued, after which it was exited and restarted from the beginning. Upon further follow up, surgeon mentioned that during the case the foot pedal, for the laser, was not fully pressed, and that one minute had passed between exiting the case and restarting. Surgeon also informed that the treatment was started from the beginning, after restart, and the patient outcome was stated to be an overcorrection of one diopter.